Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: other component malfunction.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), only a copy of the operative report for 2009, was received. Unfortunately, no further information regarding this event was provided. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
On (B) (6) 2010 (through follow-up with the healthcare provider), it was learned that the patient expired on (B) (6) 2009 after an implant duration of approximately 0.13 months. However, the cause of death is still unknown.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. No further details regarding this event were provided.

Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2009 during drain cycle 5. The patient's drain volume was 2523 ml. Their programmed fill volume of 1500 ml. This meets iipv criteria. According to the nurse, she was not aware of the iipv event as the patient did not report any issues or symptoms of overfill to the nurse. According to the nurse there was no patient injury or medical intervention. The patient is on hemodialysis now for unrelated issues. Product surveillance contacted the patient on (B)(6) 2010, the patient was not aware that she drained an excessive amount, however, she was receiving low ultrafiltration numbers and at the end of therapy she would have a higher drain number. The patient did not recall any feelings overfill. The patient stated that she is on hemodialysis temporarily, however, she will resume peritoneal dialysis in a few weeks. There was no patient injury or medical intervention.

Manufacturer narrative:
On (B) (6) 2010, it was learned that the cause of death was cardiogenic shock. However, the device has been disassociated from the event by the healthcare provider; therefore, this event was determined to be not reportable per edwards lifesciences procedures.